Event description:
It was reported that the patient did not follow the restriction period post-implant that the physician prescribed and had moved and used their left arm very frequently. Upon procedure, the lv lead was noted to be sitting up in the shoulder area. The lv lead was explanted and replaced. The patient was in stable condition before, during and after the procedure. The physician did not state any complaint against the sjm lv lead and attributed the lv lead dislodgement to a combination of a large target vessel for the original implant and the issue of patient non-compliance to follow instructions with arm usage following implant procedure.